Event description:
It was reported that a skin irritation causing the site to be inflamed while wearing the pod for an unknown amount of time. The physician prescribed ointment for the site. It was also stated that they tested positive for the flu. The patient states they experiencing constant sores and infection on the pod site.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.